Manufacturer narrative:
(B)(6) evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged and bent. Based on the evidence, the posterior cuff was missed and the reported complaint was confirmed. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The anterior cuff tabs were damaged and bent. Cuff tabs measure one one-hundredth (0.01) of an inch square. One of the anterior cuff tabs was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The needle trajectory could not be checked as there was too much dried blood inside the needle lumens preventing insertion of the plunger. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45-degree angle throughout deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the analysis of the returned device, the probable cause for the needle to cuff miss is related to the operational context in the use of the device. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was pulled back no suture was connected to the anterior needle. The device was removed from the treated groin and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.